Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt had been experiencing an increase in pain. At refill, the excpected reservoir volume was 2ml and the actual was 10ml. The hcp suspected a kinking of the catheter and replaced the catheter. The pt's pain was not improved. At the next refill, the actual reservoir volume was 10ml. In 2005, a rotor test was done that demonstrated the rotor to be stalled. The pump was explanted due to not infusing and replaced. The pt's pain is reported to now be well controlled. A f/u report will be sent if add'l info is rec'd.